Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 75% stenosed target lesion was located in the severely tortuous and calcified left coronary artery. The lesion was pre-dilated with a 2.0x12mm maverick balloon catheter. This 3.00x12mm promus element stent delivery system was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is good. However; device analysis revealed stent damage, hypo tube break and severe hypotube kinks.

Manufacturer narrative:
(B)(4). Examination of the returned device revealed stent damage, hypotube break and a severe hypotube kink. A visual and microscopic examination identified stent damage. The outer diameter measurements were within specification. Examination of the hypotube revealed a break at 187 mm from strain relief. Also noted was a severe kink 40 mm from the midshaft hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).